Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that device was not communicating. The technical support specialist (tss) determined issue was caused by blocked communication ports. The customer was informed to whitelist the required port. After the port was whitelisted, the devices resumed communication, and errors cleared on the enterprise server login page. The customer confirmed that affected station was functioning normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the station was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.